Event description:
It was reported that a head nurse placed a 7655405 catheter in patient with lung cancer from the left basilic vein under ultrasound guidance using seldinger technqiues on (B)(6) 2020. The placement procedure went smoothly with the tip of this catheter located in the superior vena cava. Latch was ruptured when attaching the fitting. Opened another kit of catheter and used the fitting inside instead.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged connector is confirmed but the exact cause remains unknown. One photo sample of a groshong nxt catheter and connector assembly was provided for evaluation. The catheter is shown to be fully assembled and in use within a patient. One of the locking barbs is shown to be broken near the hinge location. The broken portion of the locking barb is not shown in the photo. The factors and conditions of use when the alleged event occurred remain unknown. Possible contributing factors include damage during handling or assembly. Since the locking barb on the connector was observed to be fractured, the complaint is confirmed; however, the exact cause remains unknown at this time. A lot history review (lhr) of recs2258 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a head nurse placed a 7655405 catheter in patient with lung cancer from the left basilic vein under ultrasound guidance using seldinger technqiues on (B)(6)2020 . The placement procedure went smoothly with the tip of this catheter located in the superior vena cava. Latch was ruptured when attaching the fitting. Opened another kit of catheter and used the fitting inside instead.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken latch is confirmed; however, the exact cause is unknown. One two-piece nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample, and the connector was observed to be returned assembled. One of the locking arms of the proximal connector piece was observed to be completely broken off at its base. A microscopic observation revealed the fracture surfaces of the locking arm were angular, but mostly flat with a rough surface texture. No additional damage was observed on either connector piece. The exact cause of the break in the nxt connector is unknown; however, possible causes of the observed break include exposure to incompatible chemicals and environmental factors such as exposure to excessive heat and/or ultraviolet light. A lot history review (lhr) of recs2258 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs2258 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a head nurse placed a 7655405 catheter in patient with lung cancer from the left basilic vein under ultrasound guidance using seldinger techniques on (B)(6) 2020. The placement procedure went smoothly with the tip of this catheter located in the superior vena cava. Latch was ruptured when attaching the fitting. Opened another kit of catheter and used the fitting inside instead.